Manufacturer narrative:
Correction: (b.3.) Date of event. Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked on (B)(6) 2025, the patient required a blood transfusion. During the procedure, a closed-system intravenous catheter was used to connect to a single-use transfusion set. A leak occurred at the y-connector of the closed-system intravenous catheter, preventing the transfusion from proceeding normally. The closed-system intravenous catheter was immediately replaced, and the patient successfully completed the transfusion.